Event description:
It was reported that bd bbl¿ xld agar received 15 contaminated bags. The following information was provided by the initial reporter: the order for xld shigella agars, 15 bags, lot: 2239051, expiration 01-26-23, was received, a lot that is completely contaminated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ xld agar received 15 contaminated bags. The following information was provided by the initial reporter: the order for xld shigella agars, 15 bags, lot 2239051, expiration 01-26-23, was received, a lot that is completely contaminated.

Manufacturer narrative:
H6 investigation summary: the records that make up the file of the reported batch were reviewed, observing compliance with the controls defined for the color and appearance criteria, which are carried out three times in the process. Indicates that the presence of precipitate is part of the characteristics of the medium. The retention samples were reviewed, they presented color and appearance within specifications, presenting precipitate in the same way as the photographs sent by the client. The history of claims was reviewed, detecting previous reports which were classified as unconfirmed due to the same reason. It is classified as an unconfirmed claim because, although the presence of precipitate is observed in the photograph sent by the client of the claimed product, said precipitate is in compliance with the appearance acceptance criteria, described in the current specification and certificate of product quality.